Event description:
It was reported through a research article that in 35 patients implanted between 01jan2016 and 31jan2021 that were on warfarin or apixaban anticoagulation therapy after heartmate 3 implantation, 3 patients died between jul2020 and feb2021. The study concluded that 2 deaths were from longstanding right heart failure, and there was 1 death because of acute decompensated right heart failure.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date since date of data collection was not provided article title: apixaban: alternative anticoagulation for heartmate 3 ventricular assist device. Division of cardiology, department of cardiovascular and thoracic surgery, university of louisville, kentucky. K whitehouse, et al. Adult circulatory support 2022 mar 1. Doi: 10.1097/mat.0000000000001650 the patients who experienced thrombus, stroke, and bleeding during this study are covered under MFR # 2916596-2022-10926. Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿apixaban: alternative anticoagulation for heartmate 3 ventricular assist device¿, reported the following information: the purpose of this study was to compare adverse events in patients with a heartmate 3 lvad receiving apixaban versus warfarin. A total of 35 patients who received heartmate (hm) 3 implantations between 01jan2016 and 31jan2021 were analyzed for this study. This study compared a group treated with apixaban (n=15, 43%) versus a group treated with warfarin (n=20, 57%). All patients received 325 mg aspirin daily. Stroke, bleeding, and death were identified as primary outcomes after lvad implant. The study concluded that the 2 deaths in the apixaban group were from longstanding right heart failure, and there was 1 death in the warfarin group because of acute decompensated right heart failure. With low medication compliance and high risk of complications associated with warfarin, apixaban may be considered as a safe alternative antithrombotic therapy with potentially better patient adherence. However, additional studies are needed to confirm these findings and further explore if there are any additional long-term benefits or complications. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU, ¿introduction,¿ lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.